Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leaked at an unspecified location at the connection of the tubing and the air eliminating filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info are available.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.